Event description:
The head support of the surgical table collapsed while a pt was on it. It was reported that the pt's head dropped down while under anesthesia. The pt was examined and it was determined that there was no injury. Tech contacted the hosp and examined the problem. Upon investigation, it was noted that the right-side tooth on the locking mechanism of the head section was worn and possibly clogged with foreign material, such as blood and tissue. The head section of the table was also in need of cleaning, lubrication or replacement. In the past, performance maintenace proposals have been offered to facility but they were not accepted. It was also evident that the recommended cleaning procedures listed in the manual were not followed. The tech theorized that the problem occurred because the locking mechanism was clogged, not allowing the locking rod to go into place. Another possible reason could be that someone inadvertently hit the release mechanism or leaned on the head section putting too much pressure on the section. The tech also found a small sliver of metal between the teeth that should not have affected the locking mechanism.